Event description:
The device was returned. Complaint information reported: pa from cardiology for episodes of vfib and decompensating hf. Hx of milrinone drip and ICD. Admits to palpitations. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5147563.